Event description:
It was reported that the customer experienced high blood glucose levels. The customer noted that she had high blood glucose in the morning, that it came down, and at the time of the call, it was high again. The blood glucose reading was 504 mg/dl. She stated that she was living on a chair and that her legs were infected. She stated that she observed a bent infusion set cannula and a bunch of air bubbles, after which she changed the infusion set. She reported that she gave herself a bolus thereafter. She advised that the insulin pump was working well. She reported that she was having several infections due to her living conditions and had been having a lot more seizures. She requested a replacement of supplies. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.